Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m41srr, serial number/date (B)(4) is approximately 1 year, 8 months old. The owner's manual part number 1125085, rev.j(oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of this incident. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Initial reporter stated the device stalled out and may be overheating. In speaking with the reporter it was learned that he has evaluated this device. The device reportedly works, therefore, he believes its the motor overheating. Reportedly power chair has completely stalled out and the chair had to be picked up. No report of injury.